Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a health care professional via mail that an ar-4068-45r suturelasso sd 45 degree, curve right, tip broke off in patient's shoulder. Surgeon retrieved device and an x-ray was taken and it was clear that nothing remained in the patient.